Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report without success. The user facility reported that the referenced device will not be returned to olympus for evaluation until their investigation is completed. The exact cause of the reported phenomenon could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a colonoscopy with polypectomy procedure, the referenced device caused a burn in the patient's colon. There was no further information provided.